Event description:
Dental implant fractured.

Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device has not yet been received back from customer. We will continue to track and monitor the trend.